Event description:
Reporter compared her meter with doctor's meter, type unknown, performing back-to-back blood glucose tests, using different fingersticks. Doctor's meter read 253 mg/dl, reporter's meter was 154 mg/dl. Reporter states experiencing extreme fatigue. Control solution test result was 139(96-144) mg/dl. Reporter stated meter had not been cleaned.